Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet. The returned device indicated a missing set screw.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to "failure or malfunction." It is unknown if the system was replaced. No patient complications have been reported as a result of this event.